Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch basic enhanced meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the issue started on (B) (6) 2009 at 6 am. She said that due to the issue she began to consume less food and/or drink starting on (B) (6) at 9 am. Then a couple of days after she adjusted her diet, she reportedly felt tremors, a warm feeling, and nausea. She denied receiving any treatment for the symptoms. The pt says she takes pills and manages her diabetes with diet and/or exercise. According to the troubleshooting performed with customer service, there was no misuse of the product. The batteries needed to be replaced. This complaint is being reported because the pt said the meter did not turn on, had less food and/or drink due to the issue, and suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.